Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; materials analysis, the t-handle fractured as a result of mixed cleavage and ductile overload. The plausible root cause of the reported event is normal material wear based on the age and usage of the device.

Event description:
It is reported that; instrument broke when doctor was entering disc space.

Event description:
It is reported that; instrument broke when doctor was entering disc space.